Event description:
It was reported by a surgeon, that she is seeing a patient who had a sling procedure performed by a different surgeon during 2007. The patient has failed to completely heal over the mesh. The surgeon has indicated that in all likelihood, she would refer the patient to someone who has experience treating this condition as she does not. No further information is known.

Manufacturer narrative:
Date sent to the FDA: 11/30/2007. No conclusion can be drawn at this time. Should add'l information be obtained, a supplemental 3500a form will be submitted accordingly.